Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that there were clots and access site bleeding during impella cp support and that patient encountered ectopy. A few days into support, patient encountered ectopy. As a result, adrenaline infusion was discontinued and patient was given bolus of amiodarone, potassium and magnesium. Some oozing was noted this morning around groin dressing. As a result, pressure was applied and groin area was cleaned and redressed. The site was no longer oozing. Additionally, patient was noted to have significant clots during implella implant and was on a number of IV anticoagulants, such as heparin, tirofiban, asprin, and clopidorel. The patient later remained on heparin only. Then, several days later, the patient had some fresh oozing noted from the groin and 1 unit of packed red blood cells was given. The groin was cleaned and redressed.